Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device expulsion ('piece of essure coil found in uterus'), device breakage ('piece of essure coil found in uterus'), pelvic pain ('pain: sharp/stabbing pelvic pain') and fallopian tube cyst ('fallopian tube cysts') in an adult female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexa uteri cyst in (B)(6) 2014, pelvic pain, perineal pain, intrauterine device removal, gravida ii, parity 2 and endocervicitis. Concurrent conditions included hydrosalpinx, fallopian tube cyst, abdominal pain, acute appendicitis, right lower quadrant pain, polycystic ovaries and irritable bowel syndrome. Concomitant products included cholecalciferol (cholecalciferol) since (B)(6) 2017 and oxycodone since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti (urinary tract infection)"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), memory impairment ("forgetfulness"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cyst"), migraine ("migraines/headaches"), abdominal pain lower ("chronic, severe cramping"), vaginal discharge ("vaginal discharge"), abdominal distension ("severe bloating"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), breast tenderness ("breast and tenderness"), breast pain ("pain: breast") and back pain ("pain: back"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2015), and total hysterectomy ((B)(6) 2017)). At the time of the report, the uterine perforation, device expulsion, device breakage, pelvic pain, fallopian tube cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, feeling abnormal, anxiety, mood swings, depression, memory impairment, dysmenorrhoea, ovarian cyst, migraine, abdominal pain lower, vaginal discharge, abdominal distension, vitamin d deficiency, alopecia, breast tenderness, breast pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, breast pain, breast tenderness, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube cyst, feeling abnormal, memory impairment, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: over a year after the salpingectomy, she was told that part of a coil was in her uterus. Medical records: insertion details right tube: essure device was deployed per manufacturer recommendations, leaving 4 coils in the endometrial cavity. Left tube: essure device and deployed per manufacturer recommendation, leaving 2 coils in the endometrium cavity. On (B)(6) 2015, surgical final report: clinical history polycystic mass of uterine adnexa. Final diagnosis: right and left fallopian tubes, bilateral salpingectomy: segment of fallopian. Tubes, presented in complete luminal cross sections no atypia seen. Essure implants present. On (B)(6) 2017, clinical history: pelvic pain final pathologic diagnosis revealed few mucous retention cysts of cervix and mild chronic endocervicitis. Proliferative phased endometrium. No atypical hyperplasia or malignancy identified. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: small portion of the essure device remaining in the uterus after salpingectomy.. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: negative; on (B)(6) 2017: negative. Ultrasound pelvis - on (B)(6) 2015: retroverted uterus. There is a trace of fluid within the endometrial cavity, but no discrete intrauterine gestational sac. Recommend correlation with serum beta hcg level. Incidental note is made of a 9 mm nabothian cyst in the cervix. Both ovaries appear normal. No free fluid.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, hair loss, device breakage, essure expulsion, ovarian cyst, bloating". Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ perforation: uterus, piece of essure coil found in uterus, partial expulsion of device, abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), brain fog, anxiety, mood swings, depression, forgetfulness, migraines/headaches, dysmenorrhea (cramping), ovarian cyst, pain: chronic, severe cramping, sharp/stabbing pelvic pain, vaginal discharge, severe bloating, vitamin d deficiency, hair loss, pain: breast and tenderness, pain: back and fallopian tube cysts¿. This case is medically confirmed. Reporter, demographics; medical history, concurrent condition, lab data, essure indication (amended), essure lot number (c91745), essure insertion (updated) removal date, concomitant medications were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device expulsion ('piece of essure coil found in uterus / expulsion'), device breakage ('piece of essure coil found in uterus'), fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration'), fallopian tube cyst ('fallopian tube cysts'), pregnancy with contraceptive device ('pregnancy birth no complication') and pelvic pain ('pain: sharp/stabbing pelvic pain') in an adult female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included adnexa uteri cyst in (B)(6) 2014, pelvic pain, perineal pain, intrauterine device removal, gravida ii, parity 2 and endocervicitis. Concurrent conditions included hydrosalpinx, fallopian tube cyst, abdominal pain, acute appendicitis, right lower quadrant pain, polycystic ovaries and irritable bowel syndrome. Concomitant products included colecalciferol (cholecalciferol) since (B)(6) 2017 and oxycodone since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube cyst (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal pain lower ("chronic, severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("severe bloating"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti (urinary tract infection)"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), memory impairment ("forgetfulness"), ovarian cyst ("ovarian cyst"), migraine ("migraines/headaches"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), breast tenderness ("breast and tenderness"), breast pain ("pain: breast"), back pain ("pain: back"), psychological trauma ("psych injury"), bladder disorder ("bladder problem") and gastrointestinal disorder ("gastrointestinal disorder"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have neoplasm ("tumor"). The patient was treated with surgery (bilateral salpingectomy ((B)(6) 2015), total hysterectomy ((B)(6) 2017) and total hysterectomy ((B)(6) 2017) salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, device breakage, fallopian tube perforation, device dislocation, fallopian tube cyst, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, abdominal distension, vaginal discharge, urinary tract infection, feeling abnormal, anxiety, mood swings, depression, memory impairment, ovarian cyst, migraine, vitamin d deficiency, alopecia, breast tenderness, breast pain, back pain, psychological trauma, bladder disorder, gastrointestinal disorder and neoplasm outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, breast pain, breast tenderness, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube cyst, fallopian tube perforation, feeling abnormal, gastrointestinal disorder, memory impairment, menorrhagia, migraine, mood swings, neoplasm, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: over a year after the salpingectomy, she was told that part of a coil was in her uterus. Medical records: insertion details right tube: essure device was deployed per manufacturer recommendations, leaving 4 coils in the endometrial cavity. Left tube: essure device and deployed per manufacturer recommendation, leaving 2 coils in the endometrium cavity. On (B)(6) 2015, surgical final report: clinical history polycystic mass of uterine adnexa. Final diagnosis: right and left fallopian tubes, bilateral salpingectomy: segment of fallopian. Tubes, presented in complete luminal cross sections no atypia seen. Essure implants present. On (B)(6) 2017, clinical history: pelvic pain. Final pathologic diagnosis revealed few mucous retention cysts of cervix and mild chronic endocervicitis. Proliferative phased endometrium. No atypical hyperplasia or malignancy identified. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2017: small portion of the essure device remaining in the uterus after salpingectomy. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine on (B)(6) 2016: negative; on (B)(6) 2017: negative. Ultrasound pelvis on (B)(6) 2015: retroverted uterus. There is a trace of fluid within the endometrial cavity, but no discrete intrauterine gestational sac. Recommend correlation with serum beta hcg level. Incidental note is made of a 9 mm nabothian cyst in the cervix. Both ovaries appear normal. No free fluid.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, hair loss, device breakage, essure expulsion, ovarian cyst, bloating". Lot number: c91745; manufacture date: 2014-07; expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events : pregnancy birth no complication, fallopian tube perforation, migration, abdominal pain, psych injury, bladder problem, gastrointestinal disorder, tumor, device ineffective were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), device expulsion ('piece of essure coil found in uterus'), device breakage ('piece of essure coil found in uterus'), pelvic pain ('pain: sharp/stabbing pelvic pain') and fallopian tube cyst ('fallopian tube cysts') in an adult female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adnexa uteri cyst in (B)(6)2014, pelvic pain, perineal pain, intrauterine device removal, gravida ii, parity 2 and endocervicitis. Concurrent conditions included hydrosalpinx, fallopian tube cyst, abdominal pain, acute appendicitis, right lower quadrant pain, polycystic ovaries and irritable bowel syndrome. Concomitant products included colecalciferol (cholecalciferol) since (B)(6)2017 and oxycodone since (B)(6)2017. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("uti (urinary tract infection)"), feeling abnormal ("brain fog"), anxiety ("anxiety"), mood swings ("mood swings"), depression ("depression"), memory impairment ("forgetfulness"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("ovarian cyst"), migraine ("migraines/headaches"), abdominal pain lower ("chronic, severe cramping"), vaginal discharge ("vaginal discharge"), abdominal distension ("severe bloating"), vitamin d deficiency ("vitamin d deficiency"), alopecia ("hair loss"), breast tenderness ("breast and tenderness"), breast pain ("pain: breast") and back pain ("pain: back"). The patient was treated with surgery (bilateral salpingectomy ((B)(6)2015) and total hysterectomy (B)(6)2017)). At the time of the report, the uterine perforation, device expulsion, device breakage, pelvic pain, fallopian tube cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, feeling abnormal, anxiety, mood swings, depression, memory impairment, dysmenorrhoea, ovarian cyst, migraine, abdominal pain lower, vaginal discharge, abdominal distension, vitamin d deficiency, alopecia, breast tenderness, breast pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, breast pain, breast tenderness, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube cyst, feeling abnormal, memory impairment, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and vitamin d deficiency to be related to essure. The reporter commented: over a year after the salpingectomy, she was told that part of a coil was in her uterus. Medical records: insertion details. Right tube: essure device was deployed per manufacturer recommendations, leaving 4 coils in the endometrial cavity. Left tube: essure device and deployed per manufacturer recommendation, leaving 2 coils in the endometrium cavity. On (B)(6)2015, surgical final report: clinical history polycystic mass of uterine adnexa. Final diagnosis: right and left fallopian tubes, bilateral salpingectomy: segment of fallopian. Tubes, presented in complete luminal cross sections no atypia seen. Essure implants present. On (B)(6)2017, clinical history: pelvic pain. Final pathologic diagnosis revealed few mucous retention cysts of cervix and mild chronic endocervicitis. Proliferative phased endometrium. No atypical hyperplasia or malignancy identified. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)2017: small portion of the essure device remaining in the uterus after salpingectomy.. Hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Pregnancy test urine - on (B)(6)2016: negative; on (B)(6)2017: negative. Ultrasound pelvis - on (B)(6)2015: retroverted uterus. There is a trace of fluid within the endometrial cavity, but no discrete intrauterine gestational sac. Recommend correlation with serum beta hcg level. Incidental note is made of a 9 mm nabothian cyst in the cervix. Both ovaries appear normal. No free fluid.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dysmenorrhea, hair loss, device breakage, essure expulsion, ovarian cyst, bloating". Lot number: c91745 manufacture date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.